Event description:
Accudrain leaking following pt having an MRI. The device was successfully revised to an alternate accudrain. No injury pt injury occurred as a result of the event. Additional clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.